Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed using ambient lighting, magnifying ring lighting and with a stereomicroscope and eight elongated light-colored particles were observed and isolated from the returned device. The isolated particles were also analyzed by micro-fourier transform infrared (ft-ir) spectroscopy and polarized light microscopy (plm). It was determined that the particles were polyester and were the result of needle strikes to the bag. The reported condition was verified. The cause of the reported condition was user error needles strikes during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a 500 ml intravia container. The pm was described as clear thread-like plastic-like fiber (no more than ½ inch long). This issue was identified during filling and prior to patient use. There was no patient involvement. No additional information is available.